Manufacturer narrative:
References the main component of the system other applicable component are: product ID: 977c165, serial# (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had had the device explanted due to an infection. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note, conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via the manufacturer representative (rep) provided a photograph of the incision/implant site and reported that the patient said it hurts and that it looked swollen. Additional information was received from a consumer. It was reported that the infection resulted in the implantable neurostimulator (ins) and leads being removed. The consumer stated that the patient had been getting good relief and they were disappointed that the doctor was telling them they couldn¿t put a new ins in. The patient remained in the hospital as they did a culture to see what type of infection the patient had. The consumer wanted to know what to do with the recharger. It was noted that they had been working with a rep who had been great. Additional information was received from the consumer. It was noted that the area of the infection was the ins. There had been swelling and the swelling continued to increase and they ended up taking the patient in for emergency surgery on (B)(6) 2017 at midnight for emergency surgery. It was noted that the recharger and patient programmer were never used.